Event description:
The advocate stated, the customer received a blood glucose reading of 433 mg/dl from his contour and a reading of 122 mg/dl from the doctor¿s meter. The difference between the readings falls in the ¿c¿ zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for eval. Replacement test strips were sent to the customer.